Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that insulin pump had cracks and had blotches on screen. Customer stated that insulin pump had rejected new batteries and gave unexplained random no delivery alarm. Customer stated that they experienced grinding noise during rewind. Customer stated they lost insulin pump settings also rewound took longer. Customer reported alarm was not audible and screen lost some brightness. Customer reported had been off insulin pump for 4 years. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.